Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
It was reported "I was contacted about complaints of blood splatter with the blood control valve on the pg pro. They reported that upon removal it had splashed in the clinicians eye and reported to risk. Not fully understanding the details, I asked for a meeting and met with the swat team on 9/17. I asked them to show me how they are removing the plug and they are removing it properly. We went over the mechanics again and they mentioned that the plug is always loose and if the patient is moving, it easily disconnects and splatters blood."